Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 97 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the decreased basal, customer's bg level was 420 mg/dl. Customer was transported by ambulance to the emergency room and was subsequently hospitalized and admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin to address bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. At the time of the reported event customer was still admitted to the intensive care unit with no known reported damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.